Manufacturer narrative:
Other applicable components are: product ID: 309101, lot# 51001084, product type: screening device. (B)(4).

Event description:
A manufacturer representative (rep) report the lead had frayed, it was unknown if there were any environmental, external, or patient factors that may have led to or contributed to the issue. The rep noted normal use and the lead just frayed when the needle was pulled out. A new lead was used and the issue was resolved at the time of the report. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.